Event description:
Mentor implants in 1996, then rip of serratus. Surgeon redone 1997. Then calcification, hardness, sharp pain. Another surgeon dr. (B)(6) changed them in (B)(6) 1998, since other surgeon dr. (B)(6) disappeared. Never told me about such strong impact, all this cause on my health. Fibromyalgia, joint pain, anxiety, depression, migraines, brain fog, etc¿I never received any card or serial number or documents of what¿s in my body. Last surgeon dr. (B)(6) is retired. All I know is I have mentor implants saline. All these symptoms started to appear since 2003 and keeps adding. Route: given into/under the skin. Dates of use: (B)(6) 1998. Diagnosis or reason for use: augmentation.